Manufacturer narrative:
The investigation determined that the root cause was consistent with the standby reagent becoming the current reagent being used without a qc being measured for it previously. Per labeling, "you must perform qc measurements when a new reagent cassette is loaded to check the reagent."

Event description:
There was an allegation of a questionable vanc3 result from the cobas 8000 c702 module for one patient. The initial trough value result was 5.8 g/ml. The repeat trough value result on another analyzer was 10.1 g/ml. The initial peak value result was 8.6 g/ml. The repeat peak value result on another analyzer was 14.0 g/ml. The repeat results were believed to be correct.

Manufacturer narrative:
The vanc3 reagent lot number is 823162, and the expiration date was not provided. A field service engineer (fse) observed contamination of sample probes a and b, contamination of the washing tanks, and the gear pump pressure was not correct. The fse cleaned the sample probes and the washing tank, and the cleaning mechanism nozzle. The fse adjusted the probe cleaning tank water amount and the gear pump head pressure, and the cell cleaning water amount. The investigation is ongoing.